Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the lens was damaged in cartridge; the plunger went over the haptic and the lens was scratched by plunger. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).